Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas in bg run mode after attempting to announce a meal and deliver insulin, with no reported alarms or infusion set leaks; the patient had no connected sensor and was manually entering glucose values, and a fingerstick measured 352 mg/dl. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included a troubleshooting intervention and education, including an infusion set and supplies change, with subsequent improvement as glucose began to decline. Investigation included user guidance and remote assessment of pump status and infusion set function, with no device alerts observed. Investigation of this case revealed no confirmed device malfunction or delivery interruption and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.